Event description:
Information was received that while suctioning catheter into a smiths medical tracheostomy, the customer felt resistance. The patient was unable to discharge sputum as it was stuck to inside of tube. No patient injury.